Manufacturer narrative:
(B)(4). (B)(6). The review of the manufacturing paperwork verified that this lot met all pre-release specifications. The conformable gore® tag® thoracic endoprosthesis instructions for use state that potential device or procedure related adverse events may include, but are not limited to, improper placement and migration of the endoprosthesis.(B)(4).

Event description:
On (B)(6) 2017, this patient underwent endovascular repair of an acute stanford type b aortic dissection using a conformable gore® tag® thoracic endoprosthesis. It was reported the endoprosthesis was deployed just distal to the left subclavian artery (lsa) and partially uncovered stent was on the ostium of the lsa as planned. After that, blood pressure of the left upper limb was dropped. Selective angiography of the lsa confirmed that the lsa was unintentionally covered by the deployment sleeve. A bare metal stent was additionally implanted in the lsa. Blood pressure was recovered and the procedure was concluded with no further issue. The patient tolerated the procedure.